Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the syringe pumps are having compatibility issues with non-bd branded syringes. Two examples customer reported were mckesson 20 cc luer-lock syringe and covidien monoject 60 cc luer-lock syringe. Per the syringe compatibility document, mckesson is not a tested and compatible syringe; however, covidien monoject is approved. There was no information on patient involvement.

Manufacturer narrative:
Additional information: medical device model #, imdrf annex a and g codes.

Event description:
It was reported that the syringe pumps are having compatibility issues with non-bd branded syringes. Two examples customer reported were 1) mckesson 20 cc luer-lock syringe and 2) covidien monoject 60 cc luer-lock syringe. Per the syringe compatibility document, mckesson is not a tested and compatible syringe; however, covidien monoject is approved. There was no information on patient involvement.